Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device, after an aneurysm repair interventional procedure. Reportedly, the aneurysm repair procedure was completed successfully. The proglide device achieved hemostasis. Six weeks post procedure, the patient experienced no femoral pulse and after an ultrasound was performed, showed the common femoral artery was occluded. A non-abbott graft was used to repair the occlusion. No additional information was provided.